Event description:
It was reported that a spectrum iq infusion pump had an unspecified error saying there's a kink in the line when there's not. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "had a line issue. Keeps displaying an error saying there's a kink in the line when there's not" was not reproduced. The device was sent for downstream occlusion testing, upstream occlusion testing, and ultrasonic air testing. The event history log (ehl) review was performed and revealed that the customer experienced a single "downstream occlusion!" Alarm on the last day of use, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the force sensor out of specification. The force sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.